Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem "failed downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed "downstream occlusion" messages, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream/force sensor slightly out of range. The downstream/force sensor required to be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.